Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's dell handheld computer screen became "hung up" after interrogation. The event reportedly resolved with a reset.